Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a power disconnect alarm. The battery was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery exhibited a power disconnect alarm. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed the battery was unable to charge nor provide power to a test controller. Further analysis revealed cell-under-voltage and cell-over-voltage flags enabled; including no voltage in cell pair 3 and a high voltage in cell pair 4 above the voltage threshold. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Supplemental testing revealed that a wire from cell pair 3 was not connected to the printed circuit board (pcb), which contributed to the cell-under-voltage flag and no voltage in cell pair 3. Additionally, another wire was partially disconnected from the pcb, likely due to improper wire stripping during assembly. The cell-over-voltage flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. The cell-over-voltage flag and high voltage in cell pair 4 likely occurred due to cell pair 4 overcharging to compensate the low voltage in cell pair 3. Review of autologs report revealed a power d isconnect alarm was logged on (B)(6) 2020. Based on the available information, it is likely the cell pair 3 depleted below a voltage threshold during the reported event, resulting in a power disconnect alarm. As a result, the reported event was confirmed. Based on the analysis performed, the most likely root cause of the reported event, cell over voltage flag, cell-under-voltage flag can be attributed to a wire that disconnected from the pcb, likely due to improper wire stripping during assembly. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.